Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 11th of august 2015 for further investigation. During the investigation the fse found the eki board housing pinching a cable. The housing was reseated and the cable adjusted. Also, the fse reseted the hand touch value and verified alignment to the tip disposal. Fse ran multiple b12and folate tests without any errors. Instrument was released and functioning as intended. A 13 month complaint/ service history review for serial number (B)(4) was performed and found one other complaint with similar event. The most probable cause for this event isa pinched cable by the eki board housing. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 2101 tip detachment failure by hybrid arm. Customer requested service in order to address the reported issue which resulted in delay reporting of results for bhcg and pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.